Event description:
A customer contacted global technical service (gts) regarding a check heater line alarm on a homechoice (hc) during fill 1 of 5. Gts reviewed the fill volume (fv) of 50ml. Gts had the caregiver (cg) move the heater line clamp down the line, bend the frangible, flip the heater bag over, pull up and down on the lines coming out of the door and press go. Cg stated she saw a drop by the hc. Gts asked the cg if the supplies were leaking. Cg stated no. Gts asked the cg if the hc door was wet. Cg stated no. Cg stated she thought it might be from the previous set. Gts explained the hc would continue with the therapy. Hc was operational and a swap of the device was not necessary. There was no serious injury or medical intervention reported. Product surveillance contacted the home patient's caregiver on (B)(4) 2012 and she did not notice anything unusual with any of the supplies. Since then the patient has been completing therapy successfully. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded however the lot number was known, therefore no evaluation could be performed. A batch review will be performed. A follow-up report will be filed if any additional information becomes available.